Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was adjusted the filament was calibrated and camera was cleaned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a control panel error. Also there was an artifact in the image. No pt injury was reported.